Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support the 51-year-old male patient admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. The cp was placed as a vent to the primary support device, the extra-corporeal membrane oxygenation (ECMO). The patient history was inclusive of diabetes and being on dialysis for renal support. The team made decision to decannulate the ECMO on day 5 of the cp support. When the ECMO was decannulated the purge flow and purge pressure of the cp fluctuated. The team observed a purge leak. After swapping the purge cassette the leak continued, and a pinhole of spray was noticed at yellow to yellow connection. As the patient was stable, and the purge leak continued, the team made the decision to explant the cp pump. There was no reported adverse clinical impact to the patient from the pump explantation or purge leak. While on support the device functioned as expected, p-5 with 2.4l/min flow with d5w with sodium bicarbonate in the purge solution.